Manufacturer narrative:
(B)(4)

Event description:
New information received states the device had migrated down from its original position. No adjustments made to the device as the atrial lead was treated for an unrelated complaint. The wound was medically treated. The device was checked to be up to normal function. The patient felt well after the procedure.

Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported the patient presented for a procedure since the lead was not working. The physician attempted to reattach the lead. The device would not pump properly. The patient reported having shortness of breath. The patient was addressed by medicine to counter the device not properly maintaining the heart. No further information is available.